Event description:
(B)(6) called as the visiting nurse for (B)(6) stating "the left corner of the chair's back upholstery was torn. He states this needs corrected as it is unsafe for patient. He was unaware of how this could have happened and does not know where the chair was purchased. The serial number he gave me did not pull anything up."

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model veranda, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.